Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qpmczc and no non-conformance's were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any quality deficiency/ non-conformance noted with the device before use/ during use or during possible re-operation? Will the devices be returned?

Event description:
It was reported that a dog underwent an unknown procedure on an unknown date and suture was used. Post-op, the suture broke.